Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir barrel was leak of insulin pump. Customer states that there was no damage on stopper, plunger, o-rings, snap cap transfer guard snap cap, septum and all components are present. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis